Manufacturer narrative:
Device evaluated by manufacturer and h6. Evaluation codes: updated. One device was received. Visual inspection noted the condition of the device had a lifting downstream sensor seal. Functional testing could not replicate the complaint and there was no evidence found in the event history log. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. No action was taken as the complaint was not confirmed.

Event description:
It was reported the pump failed flow test three times. During testing no patient injury.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.